Manufacturer narrative:
Model number: 720185-01, lot number: 109735019, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient is unable to activate his inflatable penile prosthesis (ipp) device. The doctors states there is a failure in the mechanism. It was further reported that the patient did not experience any symptoms other than not being able to activate the device. A revision surgery will be done once the replacement device is received.